Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan to report the one touch ultralink meter was giving the error 1 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date in november 2012 the patient obtained the error 1 error message on the reported meter; he was unable to obtain a blood glucose reading. Immediately afterwards, the patient experienced the symptoms of blurred vision, shaking and inability to concentrate. The patient took no actions and received no medical attention. The patient manages his diabetes with insulin pump therapy. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after the meter issue occurred, therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Date of event: (B)(6) 2012.